Event description:
The user facility reported that the involved non-taper angled glidecath broke off during the procedure. The patient was in stable condition. Additional information was received on 20nov2019. The doctor had to snare the broken cath. Additional information was received on 18dec2019. During the procedure, the distal end of catheter broke off inside patient's aorta. The physician was able to snare piece that broke off and removed it from body; the complete catheter tip was removed.